Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a scheduled follow-up performed on (B)(6) 2013, the slow vt zone was observed off while it was supposed to be on. Note that an upgrade of the programmer software was performed at that time too. An explanation of this behaviour was requested.